Event description:
An attempt was made to use one onyx frontier drug eluting stent to treat a moderately tortuous, mildly calcified lesion with 100% chronic total occlusion (cto) in the mid left anterior descending (lad) artery. The device was not inspected. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent dislodgement occurred during delivery to/at lesion during advancement through the 6f launcher guide catheter. It was detailed that during delivery of the stent resistance was felt within the guide catheter as the stent advanced past the non-medtronic trapper balloon. A second non-medtronic wire that was in the diagonal branch was pulled out. The onyx frontier stent was then removed and as the stent was removed back through the guide catheter and the hemostatic valve it was noticed that the stent had dislodged from the stent delivery system (sd s) and the stent had unraveled. It was also stated that the device or component detached, cracked, or fractured during advancement through the guide catheter. The device was not kinked and re-straightened during use. The dislodged stent was removed from the guide catheter as it was never delivered into the coronary artery. It was noted that there were issues when removing the device from the hoop/tray. It was observed that the stylet and protective sleeve may have been removed over the stent too aggressively during prep and could have damaged the stent before it entered the patient. The sheath was removed per IFU. Another same size onyx frontier stent was used to treat the vessel with no issues. The patient is alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the launcher device was inspected and prepped per IFU before use with no issues noted. The stent did not detach into two separate pieces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.